Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising and residual yellow staining are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ecchymosis and skin discoloration: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ haematomas. ¿ staining or discolouration in the injection area. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in the "midface", "lateral zygoma and malar". Patient developed a "severe bruising on both sides, lasting for 10-14 days". The "bruising resolved but there has been a residual yellow staining in the areas where filler was injected which is quite evident and has not subdued". The yellow staining is still evident 12 months after injection. No treatment has been provided and symptoms are ongoing.